Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device was returned disassembled. The reported condition was confirmed. The investigation found the metal clicker on the device was broken and detached from the device. There was no missing piece on the broken clicker. The log taken from the device's rfid chip showed the device was used on a generator with a 881 completed seal count and 913 initiated seal count. The manufacturing engineer has been notified of this failure before and has previously conducted an investigation that determined this type of failure is caused by the user. Overuse of the clicker by moving it rapidly in opposite directions such as using it as a dissector would tend to fatigue and break the flap of the clicker. The investigation identified the root cause to be the user mishandling the device with excessive pressure on the handle. The instructions for use (IFU) states, when grasping or manipulating tissue without intending to activate the device avoid excessive pressure to the lever. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total abdominal hysterectomy, the doctor found out that there was metal in the patient's body but was retrieved. At the same time as taking x-ray to check that whether there was no clicker fragment in the patient's body, it was verified that there was no fragment remained in the body by visual checking the remaining clicker fragment in the device and the broken fragment that was taken out from the body. There was no patient injury.